Event description:
The customer initially called the helpline reporting that the insulin pump had reset and then begun counting up multiple times. The customer then reported a blank display, in the middle of troubleshooting. The display did not return to the device after further troubleshooting. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose values were not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display and watchdog alarm during boot up due to corrosion on all electronic assemblies. Unable to perform the displacement or unexpected restart error test due to the blank display. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.